Event description:
It was reported that impedances were ok after the patient¿s implant surgery. During a follow-up appointment the following month, the patient was not feeling ¿very good¿. Impedances were checked again but were not ¿optimal¿. The day prior to the report, it was decided to have surgery to check the components of the system. During that surgery, it was detected that the ¿failure¿ was in the left extension and it was not working. Physically, no fracture was detected. However, the impedance readings of > 10,000 ohms suggested the extension was broken. The extension was subsequently replaced and the issue resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. (B)(4). Analysis of the extension found conductors 0,1,2 were broken 2.7cm from the proximal end. There were no shorts between the circuits.